Manufacturer narrative:
Patient age was reported as (B)(6), but the current article translation indicates that he is (B)(6). Gender = male. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient gender is unknown. Exact weight is unknown, but patient is said to be overweight. Date of onset for post-operative pain is unknown. Additional product codes for this report include hwc. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an even in (B)(6) as follows: it was reported that a patient suffered a tibial fracture and underwent a surgical procedure on (B)(6) 2015 to implant a titanium plate and titanium screws. Reports indicate that the patient was overweight and missed a scheduled post-operative check-up following the original procedure. On an unknown date, the implant reportedly "ruptured" (broke) causing pain in the location of the plate. The patient was returned to the operating room on (B)(6) 2015. During the procedure, a loose screw was also identified. No evidence of bone callus could be detected. The original hardware was removed and the patient was revised with alternative devices. The hospital has started to run tests to determine if infection is present. This report is 2 of 2 for (B)(4).